Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 450cc gel breast prostheses when the right breast prosthesis ruptured post implantation. The patient reported that right side was flattened out and noticeably different when lying down, and felt softer. Additionally, it was reported that the patient¿s left breast was higher and harder (capsular contracture, baker grade unknown). As a result, the patient was scheduled to undergo explantation and replacement on (B)(6) 2020. During the surgery, it was observed that the right breast prosthesis was intact. Both breast prostheses were removed and re-implanted in the patient. Per mentor instructions for use (IFU), these devices are for single use only and should not be re-implanted. This medwatch report is for the patient¿s left breast prosthesis. Additionally, it was reported that the same set of breast prostheses were re-implanted again on (B)(6) 2020. The patient developed more complications following the second re-implantation and is scheduled for bilateral removal on (B)(6) 2022. Refer to manufacturer report number 1645337-2022-02715 and 1645337-2022-02716 for reporting on the second re-implantation of the suspect medical devices. Refer to manufacturer report number 1645337-2022-02716 and 1645337-2022-02717 for details on patient¿s third event with the suspect medical devices.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected right breast prosthesis rupture, left breast capsular contracture. Devices were re-implanted into patient. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).